Event description:
It was reported that the patient was experiencing phrenic nerve stimulation and diaphragmatic stimulation from the left ventricular lead. The physician attempted to reposition the lead without success due to the patient's anatomy. The lead was explanted and replaced. The replacement lead also could not be placed due to patient anatomy. That lead was then cut and used as a plug. A revision procedure will be scheduled in the near future. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.